Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The product support engineer (pse) advised the customer to replace the central processing unit (cpu) printed circuit board (pcb) over the phone. The customer was advised on how to install the cpu including the serial number of the cpu and hours of the unit. The customer will call back to get the option codes to complete the repair. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. No additional information received. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated an error relevant to back up alarm test failure. The ventilator was not in use on a patient at the time of the event occurred.